Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 10:00pm at home. Caller stated that they tested the end-users blood glucose with her prodigy meter and received a result over 500mg/dl. A normal result for her for that time of day is usually around 125-130mg/dl. Caller stated they did another test with the prodigy meter and received a result of 375mg/dl. Caller stated that the end-user is on a sliding scale with her novalog and she took around 8 units at 7:45pm. Caller stated that the end-user has glassy eyes so she drove her to the hospital. When the end-user arrived at the hospital, she had a blood glucose of 122mg/dl. She was not treated for her blood glucose. She was not admitted but she was seen at (B)(6) medical center located at (B)(6). Her sliding scale is as follows: novolog- 200-250mg/dl: 2 units 250-300mg/dl: 4 units 300-350mg/dl: 6 units 350-400mg/dl: 8 units over 400mg/dl: emergency room. Caller stated that the end-user was advised to follow up with her primary doctor prior to being discharged her blood glucose was still around 122mg/dl. She was at the hospital for about 30 minutes. No additional information was provided.